Event description:
The pt experienced increased pain, nausea, hot and cold flashes, and flu-like symptoms. The pt was unable to eat for three days, and he presented to the ER in 2008 where he received a small amount of pain medication. The ER did not have a programmer to interrogate the pump. The pt was told his pump was not working and was discharged with a diagnosis of low back pain. On two days later, the pt was seen in the clinic. He was in extreme pain, shivering, and complained of feeling cold. The pump was interrogated by a manufacturer's representative and no alarms were seen in the pump printouts; there were no audible alarms. The pt returned to the ER and was admitted for observation. A fluoroscopic catheter dye study performed the next day showed that the proximal and distal catheter were patent. A roller study showed no roller movement. Pump replacement surgery scheduled on two days later was cancelled and the pt was admitted to the coronary care unit. The pump was replaced 2 days later. No pt outcome was reported. The pump was used to deliver morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007).